Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands would not deploy and were hung up on white band that wrapped around all of the bands on the cap. A second speedband superview super 7 device was used and the same problem occurred. The procedure was reported to be cancelled due to these events. It was reported that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4). 2021. During the procedure, the bands would not deploy and were hung up on white band that wrapped around all of the bands on the cap. A second speedband superview super 7 device was used and the same problem occurred. The procedure was reported to be cancelled due to these events. It was reported that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Additional information received on january 21, 2022: it was reported that the procedure was completed at another facility.